Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 29-jun-2022 to 28- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the electronic burning smell was coming from inside the electronic drawer. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that pyxis medstation es system drawer failed and produced a burning smell, causing a delay to patient care. The customer added that the users have requested the required medication from the pharmacy and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the electronic burning smell was coming from inside the electronic-drawer and did not find any thermal damage in the electronic drawer. A field service engineer replaced the power module and communication-sled and found matrix drawer 4 controller board causing issue with the medication-cart bus. Replaced drawer controller board to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and produced a burning smell, causing a 30-40 minute delay to patient care. The customer added that the users have requested the required medication from the pharmacy and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.